Event description:
Follow up information identified surgical intervention was undertaken on (B)(6) 2018 wherein the physician left the original left l1 lead in place and implanted three new leads. Postoperatively, effective therapy was restored.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. Diagnostics revealed impedance issues, and x-rays were unremarkable. Reprogramming attempts have been unsuccessful. As a result, the patient may be awaiting surgical intervention.